Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port. No functional testing could be performed due to the broken port condition. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the report cut failure due to broken needle at the port. However, the observed broken port could be a potential contributor factor of the reported cut failure at the time the event was observed. How and when the port became broken cannot be determined from the evaluation performed. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery; although, the reported event was reported to have occurred prior to surgery, the nominal wear indicates the probe has been used. The reported cut failure was unable to be confirmed and an exact root cause for the broken port could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe head had aspiration, but no cutting before vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).